Event description:
During baxter's evaluation of a spectrum pump, it failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced symptom of not detecting an upstream occlusion which was reproduced. The confirmed symptom was found to be caused by significant wear on all cams, fingers, and valves because no grease had been applied to the cams, valves, or fingers. The mechanism assembly was replaced to correct this condition.